Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient experienced two events of infusion set fell off within three minutes of use on (B)(6) 2025. The blood glucose level was high and the patient treated it with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.